Manufacturer narrative:
Device powers up with an illegible partial display. After further review, the circuitry located on the left side of the lcd controller is cracked. Unable to perform displacement, and self tests due to the cracked components or circuitry.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had partial display. The customer¿s blood glucose level was 8.4 mmol/l at the time of the incident. Customer stated that the insulin pump was neither dropped nor bumped. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will not be returned for analysis.